Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that during a lumbar fusion procedure, the tip of the router broke. No adverse consequences were reported as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded

Event description:
It was reported that during a lumbar fusion procedure, the tip of the router broke. No adverse consequences were reported as a result of this event. It was further reported that the procedure was completed successfully.